Event description:
It was reported that the device was explanted approximately 13 years post-implantation due to pain. During the revision mild metallosis was noted within the joint, along with wear of both the femoral head and acetabular component. Stem was retained, while all other components were revised without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 11-104213, lot# 287370 mlry-hd lat por fmrl 13x170mm. Cat# 139264, lot# 540900 m2a-magnum 52-60mm tpr insrt-6. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.